Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014.

Event description:
A medtronic representative reported that the site plugged in the patient tracker to the fusion system, but it did not show up in the tracking window. Despite exiting the software and re-entering, the tracker would not show up in the tracking window. It was confirmed that this was a brand new tracker (lot number 111116c). They tried plugging the tracker into different ports on the fusion without resolution. They aborted the use of navigation and the surgery. No harm to the patient was reported.